Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has veen completed, a supplemental report will be filed.

Event description:
The reporter, the patient's mother, reported the pump would not move past the verify screen. Rebooting the pump did not resolve the issue. The reporter noted there was no damage seen to the pump, no cracks in the battery compartment, the battery cap was secure and tight and the pump had not been exposed to water. There was no adverse event associated with this issue.